Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating this incident, the technical support specialist (tss) confirmed with the customer that the nurses had performed an override and the issue was resolved. However, no information was available regarding how the issue was resolved. The medication was administered, and the system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ es server, a medication was not appearing on the cabinet medication list, preventing nurses from pulling the medication. The reporter indicated that medication overrides are typically completed; however, the medication did not display on the medstation. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.